Event description:
It was reported that the patient presented at clinic. It was discovered that their right atrial (ra) lead exhibited a high capture threshold and a varying p-wave amplitude. X-ray imaging revealed that the ra lead had dislodged. The ra lead was explanted and successfully replaced. The patient was stable.